Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged low glucose alerts on the ilet pump, with a nadir of 50 mg/dl over approximately three hours after announcing a meal and eating two hamburgers, while also consuming an unannounced protein bar; the user later ingested soda and breadsticks and glucose was trending upward, and a device-related cause could not be determined. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Troubleshooting and education were provided, including guidance on treating lows with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to attribute the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.